Event description:
Reporter alleged blood glucose measured 327mg/dl back to back with a result of 149mg/dl when testing was performed within 5 minutes apart. Customer also stated another back to back comparison yielded a result of 320mg/dl versus a reading of 43mg/dl within 1 minute apart. Customer indicated feeling low at the times of the comparison so he self treated with orange juice and was ok. Reportedly customer had been increasing insulin as a result of the high readings. No other actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.